Event description:
It was reported that the patient's right ventricular (rv) lead was fractured and had a high capture threshold. Programming changes were made, and the rv lead was capped on (B)(6) 2026 and successfully replaced. The patient was stable.